Event description:
Inbound; pt reports treprostinil ms3 pump alarming low volume when medication remains in cartridge. Pump alarms low volume at 48 hrs instead of usual 72 hrs. Alarms with generic cadd ms3 3ml cartridge. Cadd ms cartridge syringe lot number 10-210408, exp "20260407", and with cadd ms cartridge syringe lot number 10-210720, exp 07/19/2023. No further details provided.